Event description:
During a demonstration, the potential customer was riding the unit up and down a ramp(2.5" high x 91" long). While traveling down the ramp, she released the engager, causing the unit to stop. The customer fell out of the unit and was taken to the local hosp. She fractured both bones in her lower leg. She was fitted with a cast and released.